Manufacturer narrative:
Device evaluation indicated and codes entered in h3 and h6. Device not available for evaluation.

Event description:
The device was used during a laparoscopy procedure. Reportedly, the instrument broke. The hospital has reported no patient injury occurred.